Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/07/2017 with the following findings: on investigation, a test cap was used for testing due no battery cap returned with the pump for investigation. On examination, the battery compartment was cracked with moisture corrosion inside the battery compartment, inside the pump¿s interior compartment and on the printed circuit board. The pump failed to power on for during investigation. Investigation duplicated the complaint; the pump was unresponsive.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage with moisture ingress) issue; no power with a crack in the battery compartment and moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no indication that the product caused or contributed to an adverse event.